Event description:
The entire device was removed from the pt and replaced due to infection and erosion of left corpus distal. Due to left side corpus distal erosion only the right cylinder, pump and reservoir were implatned. Add'l lot no: cf179 014. Add'l ser no: cf179 014.